Event description:
It was reported that an error message was displayed. An angiojet spiroflex catheter was selected for use. The system showed an error message indicating to replace the catheter. No patient complications reported.